Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The reported event is covered in the device directions for use (dfu). The risk of the reported event has been addressed in the risk documentation and there are current controls in place to mitigate the risk of the as reported event. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported the coil (subject device) prematurely deployed into the microcatheter hub. The physician replaced the coil and completed the procedure. There were no clinical consequences to the patient.